Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation for phenomenon one, it is likely that the foreign material remained in the air/water channel due to insufficient cleaning. However, the definitive root cause was unable to be determined. The foreign material was unable to be identified. Based on the results of the investigation for phenomenon two, it is likely that the light guide lens (lg-lens) was discolored (stain inside the lens), due to the following: - component inside the lg-lens was corroded by the invaded moisture from the leaking area (corrosion was detected as stain). - minute gap was created at the lg-lens / its glue area by physical stress on the distal end. From the gap, stain/humidity got inside the lg-lens. However, the definitive root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii duodenovideoscope upper channel is clogged. During inspection and evaluation, air/water tube was found with a whitish foreign material. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: grip and up/down knob are shaved, air/water-cylinder has discoloration, switch box has a dent, due to a crack on distal end, water tightness is lost, due to wear of angle wire, bending angle in down direction does not meet specifications, light guide lens has a crack, adhesive on bending section is detached, connecting tube has a dent and scratch, adhesive around objective lens has a crack, light guide lens has discoloration, and corrosion around the forceps elevator. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.